Event description:
It was reported that during a laparoscopic rectum procedure, the device did not fire at all. Another same like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4) (B) (4). Eval summary: the analysis showed that the atb45 device was received with the articulation mechanism damaged. The device was received with no cartridge reload loaded on the device. The device was tested for functionality with a test reload on the three articulated positions and it malformed staples on the left position. The device closed and opened without any difficulties noted. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulting in the instrument damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B) (4). The batch record was reviewed and no anomalies were noted during the manufacturing process.